Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. Method: lens work order search. Result: a lens work order search was performed and no similar complaints were found. Conclusion: based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated a 12.6mm micl12.6 implantable collamer lens, -14.5 diopter, was being pulled out of the injector and ripped. There was no patient contact and the backup lens was implanted.